Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for upstream occlusion detection and air detection with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect air in the line. This was further reported as 'air pass through sensor without triggering alarm'. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.